Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 453 mg/dl with moderate ketones. The customer addressed their bg level with a manual injection, water, and a bolus. The customer believes the cause of elevated bg was possibly settings related or possibly site related as customer changed supplies this morning and has had evaluated bg levels since. During troubleshooting with tandem's technical support, it was noted that there were two air gaps in the tubing. Recommendation was made for the customer to prime the air bubbles out of the tubing. Also, the customer indicated that the site would be changed.